Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 leaking was confirmed with filling tank and powering on. The tank was visually inspected to have a cracked tank cover. This was believed to be customer damage. Action was taken to replace tank cover. H 6 updated no patient involvement.

Event description:
Information received a smiths medcial fluid warming/level 1 hotline low flow systems - hl-390 was leaking. This occurred during testing and no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system was leaking fluid. No patient injury or complications were reported in relation to this event.